Event description:
It was reported that during bipedicular treatment for an l1 vertebra a.3 fracture (ao spine classification) due to trauma, the radiopaque marker of the cannula plug detached and was left in the vertebra of the patient. Due to concern that deploying the implant in the side with the detached marker would push the radiopaque marker too close to the anterior wall of the vertebra, no implant was placed on that side. The procedure was completed successfully following a delay of 15-20 minutes by inserting only one implant on the contralateral side. Cement was injected from both sides, thus immobilizing the detached radiopaque marker and securing the single implant. It was reported that cement fixation was adequate. No further medical intervention or adverse consequences have been reported, and no additional follow-up is planned.